Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. A review of the reported pak's bill of materials (bom) shows that each unit should include (1pa) tv2d72pl75- gloves,surg,7.5,protexis,pf,sy (non-latex). A review of the deviation history report shows this finished goods lot had a temporary deviation applied for the unavailable component tv2d72pl75- gloves,surg,7.5,protexis,pf,sy (non-latex) to be substituted with available alternative pr87004- gloves,surg,7.5,encore-micr,pf (latex). A review of the systems applications and products in data processing (sap) batch where-used list shows all (50pa) pr87004- gloves,surg,7.5,encore-micr,pf (latex) were built into this finished goods lot. The root cause for the reported event is due to an approved temporary deviation. The deviation was to substitute unavailable component tv2d72pl75- gloves,surg,7.5,protexis,pf,sy (non-latex) for available alternative pr87004- gloves,surg,7.5,encore-micr,pf (latex). A review of the manufacturing records confirms there was no problem with the build of the pak. The pak was built correctly with the correct glove type. However, the root cause for the non-latex to latex substitution is due to a system indicator not programmed within the sap deviation table to prevent deviating from non-latex to latex. The company has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. To address root causes, the following action was taken: the order parts lists were revised to use non-latex gloves as the substitution. Also, custom pak planning aligned with center of excellence (sap it) to create an enhancement in sap deviation table to prevent deviating from a non-latex component to a latex component. This will prevent customers from receiving latex items in their pak if the original components are non-latex. Complaints are continuously monitored to identify product and/or process areas where this type of issue is occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the latex glove was subbed for the non latex glove. There was no patient harm reported. The procedure details were unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).